Event description:
It was reported that during patient use, a tracheal tube cuff broke. The tracheal tube was then exchanged for a new device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The device history record was reviewed for this product and no nonconformity reports were found.